Manufacturer narrative:
Unit was received with broken off end cap, cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads. Unable to perform functional test due to broken off end cap.

Event description:
The customer's wife reported via phone call that the insulin pump's side broke off. The end of the medtronic label cracked off. Customer's blood glucose level was 330 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.